Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's pump was replaced due to thrombus.

Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined. The pump was not returned to the manufacturer for analysis. The manufacturer¿s instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.a review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.